Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42mg/dl. Low bg cause was not known. Reportedly, customer lost consciousness and had assistance from spouse who provided provide glucose tablets and glucose to address bg. No further assistance required.